Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A partial with the distal tip measuring 43.9cm was returned for analysis. External insulation abrasion was noted at 37.8-38.4cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
It was reported that noise was observed. Can to lead friction leading to an external insulation abrasion was noted. The lead was explanted. The patient was stable after the event.